Event description:
It was reported that the pump shut off unexpectedly. Customer attempted to restart pump and charge pump battery; however, the touchscreen remained black. Customer also reported a small crack on the side of the touchscreen. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Investigation code 213 addedh6 investigation code 213 added.